Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4).

Event description:
The subject pacemaker was implanted along with atrial and ventricular (sorin) leads on (B)(6) 2018. Reportedly, on (B)(6) 2018, the patient was discharged from the hospital. No anomalies relative to the wound of the pacemaker's pocket were noted at that time. On (B)(6) 2018, the patient was hospitalized due to a suspicion of pacemaker's pocket infection. The patient was treated with antibiotics and monitored. On (B)(6) 2018, the whole pacing system was explanted because the infection of the subcutaneous pocket was confirmed.